Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2026, product type extension product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2026, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 13-jan-2024, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 15-jan-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) had surgery to "lengthen the cord" in (B)(6) 2025 but the scab never healed on patient's head and a few months later it still wasn't healed and you could see the wires through the skin. The healthcare provider (hcp) wanted to remove the entire dbs system and then re-implant months later but patient was tired of undergoing surgeries and felt they were too old so opted for removal alone in (B)(6) 2026. Patient also shared that they had the dbs for essential tremor, but even after the dbs removal they no longer shake. Patient said they still do a little if they are nervous or tired but that was also the case when they still had the dbs implanted.